Event description:
"Infection secondary decub. Over pump site, removed 2001." Pt treated with antibiotics and is doing well. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.